Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device #3 of 4: reference MFR. Report: 16274870-2018-07768, 1627487-2018-07769 and 1627487-2018-07771. It was reported the leads had migrated. X-rays were taken and showed that the occipital leads had migrated into the ipg pocket and the supra-orbital leads migrated to the side of the head. The patient underwent surgical intervention on (B)(6) 2018 where the leads were removed and replaced. Postoperatively, the patient is receiving effective stimulation.

Event description:
Device #3 of 4: reference MFR. Report: 16274870-2018-07768, 1627487-2018-07769 and 1627487-2018-07771.